Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a small, bleeding, open wound on her skin under one of the ECG electrodes. There is no alleged device malfunction. The patient's nurse gave her a cream to use on the wound. Follow-up indicated that the wound had healed.